Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2013-11182 and 1627487-2013-11183. It was reported the pt has been unable to receive adequate coverage since falling. Reprogramming to provide adequate coverage was unsuccessful. X-rays revealed a bulging disc where one of the leads is located. The pt may undergo injections and reprogramming again.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.